Manufacturer narrative:
(B)(4) concomitant medical products: 11-300816 arcos 16 x 150 mm spl tpr dist lot unk, unknown cocr head, 00875705201 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners lot unk, 00875801028 constrained liner with constraining ring 28 mm i.d. Size ii for use with 52 mm, o.d. Size ii shell lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on an unknown date.